Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2023. H6 component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Michelle grijalva with owens & minor for northside forsyth reported the information. No additional information is known or available at this time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related reports: 2210968-2023-04376.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture was "popping off" needle and not staying in needle swage. Procedure was delayed by ten minutes. New suture needed to be opened to completed procedure. There were no patient consequences. Additional information was requested.